Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and the technician was unable to replicate the symptoms. Thee ws no sign of damage or cause for the alleged malfunction of the table. It was noted that the pendant had been observed on the floor. The movement stopped after the pendant was picked up.

Event description:
It was reported that the table allegedly tilted during a procedure. There was no report of an injury to the patient or a delay in the procedure.